Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an magnetic resonance imaging (MRI). Upon review, the implantable cardioverter defibrillator exhibited back-up vvi operation and power on reset, due to the MRI. The device was successfully restored. The patient was stable throughout.